Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering group (r&d) who concluded that the damage is likely to be caused by force while extraction of the router from the attachment, and the bur breakage is as a result of excessive force.

Event description:
It was reported that after a craniotomy procedure, the router broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a craniotomy procedure, the router broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.